Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial#: (B)(4), description: artisan surgical lead, 50cm; model#: sc-3138-35, serial#: (B)(4), description: scs phiii ext 35cm. Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. X-ray/cat scan results confirmed negative. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing sharp pains when the stimulation was turned on. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing sharp pains when the stimulation was turned on. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing sharp pains when the stimulation was turned on. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure. Additional suspect medical device components involved in the event: model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm; model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing sharp pains when the stimulation was turned on. The patient will undergo a revision procedure.